Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. A segment of sealant (approximately 5mm ) was soaked with blood and separated from the catheter. The advancer tube was separated from the device. The catheter, shuttle cartridge and advancer tube were inspected for anomalies i.e. Kinks, deformity. A radial tear was observed on the proximal end of the slit on the shuttle cartridge. Based on the provided information and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1222001) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent an unknown catheterization procedure on (B)(6) 2012. A pre-procedural angiogram revealed no presence of pvd/calcium in the vicinity of the access site. The ir fellow selected the mynxgrip vascular closure device 6/7f for closure. The fellow tested the device; and the balloon and inflation indicator performed as expected. After inserting the device, inflating the balloon, pulling to second resistance and opening side port, the ir fellow shuttled the sealant down to what he felt was the firm stop. He then retracted the sheath back to the black handle until all parts clicked together. It was reported that the advancer tube was in its proper position to compress the sealant and allow for the 30 seconds tamp and hold. The ir fellow noticed that part of the freeze dried sealant was protruding from the shuttle catheter distal tip and side slit. The deployment of mynx was completed and manual pressure was held for 5 minutes to ensure hemostasis. The fellow held the access site for extra time because he feared that the sealant was not in the arteriotomy. On (B)(6) 2012, the aci sales professional stated that the extra time held of manual compression was 4 minutes which are part of the 5 minute hold which is mentioned above.